Event description:
It was reported that the foley statlock cloth was disconnected from the adhesive after 4-5 days of use. Patient had been using the product for about a year and this happened with every single one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley statlock cloth was disconnected from the adhesive after 4-5 days of use. Patient had been using the product for about a year and this happened with every single one.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿process error¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: the statlock® device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, unattended access device, diaphoretic or non-adherent skin. 2. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock® device. 3. Minimize catheter manipulation during application and removal of the statlock® device. 4. Daily maintenance a. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering/bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity. Application technique prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the hinge. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the device retainer on the front of the thigh, leaving 2.5 cm of catheter slack between insertion site and the statlock® device retainer. 4. After placing the statlock® stabilization device off to the side, cleanse and decrease the securement site with alcohol per hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on the statlock® device anchor pad. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Place and peel 7. Align the statlock® stabilization device over securement site leaving 2.5 cm of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Removal technique disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock® device. Dissolve 3. Wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke under surface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove." The device was not returned.